Event description:
It was reported that while using bd facslyric¿ carryover occurred. Results were not reported and there was no impact to patient. The following information was provided by the initial reporter: it was reported that there is a carryover issue. They have had carryover issues for a few weeks but it has been manageable via gating strategies. It is too bad now to gate around. They have cleaned but this did not help. Are you using this product for clinical diagnostic test? N. Were erroneous results reported and used to treat a patient? N. Was there any injury or potential injury? N.

Manufacturer narrative:
H6: investigation summary scope of issue: the scope of issue is only limited to facslyric 3l12c instrument usivd, part #663518 and serial # (B)(6). Problem statement: customer reported complaint of a carryover issue. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 27mar2020 to 27mar2021. Complaint trend: the only complaint related to the issue of carryover within this date range is this one; date range from 27mar2020 to 27mar2021. Manufacturing device history record (DHR) review: DHR part # 663518 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the observed carryover between samples was due to a shut v8 pinch valve tubing. The pinch valve¿s default state is pinched shut, so if an instrument is unused for a prolonged amount of time this tubing will be worn, closed shut or not fully open and will have to either be exercised/massaged and reconnected or replaced entirely. The fse (field service engineer) performed a sit flush and noticed that the sit was not flushing to waste properly, and found the issue to be the pinch valve tubing remaining pinched when the v8 valve was open. The fse removed pinch from the tubing, reseated the tube, and ran several more sit flush operations. No parts were requested for evaluation as the replaced tubing is not returnable and was discarded. After the repair the instrument was tested and was performing as expected. Although carryover normally carries the risk of misdiagnosis and harm to patients and patient samples, this instrument was not being used for clinical treatment. The customer confirmed that this instrument was still in the process of being tested and verified for use, and thus the misdiagnosis did not pose a risk of harm to any patients. There were no leakages outside of the instrument in this incident so the customer was not harmed in any way. This event remains MDR reportable because although no patients or customers were harmed, the risk of carryover requires attention and communication on its cause. The safety risk is moderate, s3, and there was no impact to patient health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: 03jun2020; defective part number: n/a. Work order notes: subject / reported: carryover issue. Problem description: carryover issue. Work performed: performed "sit flush" and noted sit not flushing to waste properly. Removed side cover - found flush tubing remained pinched off when valve v8 opened. Removed pinch from tubing and re-seated tubing in valve v8. Ran numerous successful "sit flush" operations. Verified instrument performance. Ran pqc = passed. Cause: tubing remained pinched off when valve v8 opened during sit flush. Solution: instrument running as designed. Returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. Risk analysis: risk management file part # 10000063058, rev. 03/vers. X, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? ¿yes ¿no tfs: 89171; ID: libivd-ra-63 2.1.8; reg status: ivd; ruo; hazard: exposure to biological sample. Cause: back drip from injection port. Harmful effects: wrong results by cross contamination. Risk control: design to ensure that there is no back drip. Automatic sit flush to minimize carryover between tubes; req link (tfs ID): 93132 libivd-did-262 sample preservation during pause; implementation verification: lsvn-1008-dp sit backflow controllibivd-se-15-72p; effectiveness verification: lsvn-1008-drlibivd-se-15-72f; probability: 1; severity: 3; risk index: 3; residual risk evaluation: a; new hazards: none. Mitigation(s) sufficient yes; no. Root cause: based on the investigation results the root cause of the carryover between samples was due to a shut v8 pinch valve. Conclusion: based on the investigation results the root cause of the carryover between samples was due to a shut v8 pinch valve. The fse confirmed the issue, readjusted the pinch valve tubing, and ran several more sit flushes to verify the instrument was functioning as expected. After the repair the instrument¿s performance was verified, a pqc test was run, and the instrument was confirmed to be working as intended. No one was harmed or injured, and no medical diagnosis was performed due to the erroneous results. The safety risk is moderate, s3, and there was no impact to patient health or safety. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facslyric¿ carryover occurred. Results were not reported and there was no impact to patient. The following information was provided by the initial reporter: it was reported that there is a carryover issue. They have had carryover issues for a few weeks but it has been manageable via gating strategies. It is too bad now to gate around. They have cleaned but this did not help. Are you using this product for clinical diagnostic test? N. Were erroneous results reported and used to treat a patient? N. Was there any injury or potential injury? N.